Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "rupture of the peel-away tabs 2cm under the patient's skin while peeling. Removing the part. Exploration of the wound by the doctor. Suturing of approximately 10cm to close the wound. The PICC-line was inserted after opening a 3rd box.". Additional information reports "orthopaedic surgeon called in for surgery to remove foreign body. After the patient had been discharged a nurse was required at home to re-do the dressing and remove the stitches." The patient's current condition is reported as "stable"

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "rupture of the peel-away tabs 2cm under the patient's skin while peeling. Removing the part. Exploration of the wound by the doctor. Suturing of approximately 10cm to close the wound. The PICC-line was inserted after opening a 3rd box.". Additional information reports "orthopaedic surgeon called in for surgery to remove foreign body. After the patient had been discharged a nurse was required at home to re-do the dressing and remove the stitches." The patient's current condition is reported as "stable."